Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, the unknown coil was the second coil used. When the physician tried to detach the coil, the beeping was heard as normal, but during the attempt to retrieve the delivery system, it continuously came out and the coil failed to detach. The physician used another 2.00mm x 6.00cm galaxy g3 mini coil to complete the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation. The investigational finding is documented below. Investigation summary: the returned coil was received contained in a pouch. Visual inspection was performed. The marker band was located at 43cm and measured. The measurement suggests that the coil is between 8 to 8.5cm. Microscopic inspection was performed. The embolic coil was observed in stretched condition. Functional evaluation: the resistance of the returned device was measured using a multimeter. The initial resistance was measured to be 52.9 o. This is within the specification range between 48.5 o ¿ 56.0 o. The returned device was connected to a lab sample enpower control cable and a lab sample detachment control box (dcb). The power was then turned on. The system ready light became illuminated. When the detachment button was pressed to initiate the detachment cycle, the embolic coil detached. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The complaint documented that the complaint coil was the second coil used during the procedure, however, the coil failed to detach. The reported issue related to the failure to detach was not confirmed based on the functional evaluation and analysis that was conducted on the returned device. The resistance of the returned device was confirmed to be within the specification range and when connected to the enpower control cable and dcb, the system ready light illuminated, and the coil detached when the detachment cycle was initiated. The stretched condition was not an issue that was documented / reported in the complaint. It may have been related with the handling of the device, however, the cause of the stretched condition of the coil cannot be conclusively determined and is not known. This finding is not related to the reported issue documented in the complaint. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined. There were multiple attempts to obtain additional information related to the procedure and the device issue reported in the complaint, however, no additional information was provided. The device lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the coil that was received for evaluation left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no device problem found¿ code was used in the investigation findings because the reported issue of failure to detach was not confirmed during the functional evaluation of the returned device. This code corresponds to the code ¿no problem detected¿ code in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product received at the product analysis lab on 12/10/2020 did not match the product originally reported in the complaint when the product was inspected and measured in the lab. Follow-up with the affiliate was done. On 01/04/2021, the affiliate responded that the product returned was as received from the hospital. As a result, the catalog of the product has been revised to "unk coil-thermo mechanical" from what was originally reported: the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30383051). It was reported that there is no way to determine the identity of the coil that was returned and received in this complaint. The lot number is not available. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The catalog of the product has been revised to "unk coil-thermo mechanical" from what was originally reported: the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30383051).

Manufacturer narrative:
The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 12/10/2020. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30383051) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30383051) was the second coil used. When the physician tried to detach the coil, the beeping was heard as normal, but during the attempt to retrieve the delivery system, it continuously came out and the coil failed to detach. The physician used another 2.00mm x 6.00cm galaxy g3 mini coil to complete the procedure. There was no report of any patient adverse event or complication.